Event description:
It was reported that during a lap anterior resection procedure, the surgeon fired the instrument twice and all was fine. There was a small amount of tissue still joining the bowel and the surgeon was not sure if there was bowel in it, as he did look to transect with the harmonic but thought he should staple just in case. The stapler closed fine, but on firing the instrument did not feel right and was harder to fire than expected. The ecs29 was used to form the anastomosis at 15 cm; the leak test was positive; a scope was inserted to look at the anastomosis and a staple was seen as per the picture which will be sent in. The patient was not due to have an ileostomy due to at 15 cm the anastomosis is not high risk; due to the positive leak test it was required to hopefully see if the anastomosis heals and prevent peritonitis. Another device was used to complete the procedure. No device will be returning. Continued...

Manufacturer narrative:
Date sent: 10/28/2009. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. Requested the information on 10/9/2009. Clarification provided on 10/12/2009: illeostomy was not expected and considered to be temporary. Additional information received on 10/12/2009: internal picture of the anastomosis with a staple sticking through. The patient was up and around on thursday, 2 days after the surgery. Unknown if he was kept in for an extra time. The temporary ileostomy was done at the time of surgery to allow the anastomosis to heal. A study will be done in 6 weeks to see if the anastomosis has healed. This will be delayed to between 3 -6 months if the patient requires chemo.